Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming footswitch was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event was attributed to a nonconforming footswitch. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery laser shuts down on its own. Procedure details and patient impact have not been provided. Additional information received indicated that the event occurred during a combined vitrectomy and laser procedure. No system message was displayed. The surgery was completed by lifting the foot from the laser pedal and putting it down. There was no patient harm.